Event description:
Middle aged patient admitted for elective left uni-arthroplasty of the knee. During the procedure a mako checkpoint pin was inserted and it was noted that the tip of the pin had broken off into the superficial cortex of the tibia. The tip was left in place as there was no edge left to pull it out. Patient had an uncomplicated recovery and was discharged home.